Event description:
A report was received that the patient's precision system was explanted. The patient had pain at the implant site due to the surgical procedure, not the device.

Manufacturer narrative:
A review of the manufacturing documentation did not find any anomalies or deviations that potentially relate to the reported event. This is the final report.